Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The tbm states the brakes aren't worn. He states the bolts are backing out of the wheellocks causing the wheellocks to fall off of both the left and right side.